Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were removed. Top case cracked/chipped by the front left and right bottom corners, cracked by the tube holder and broken tube holder. Broken mounting post on bottom case and cracked battery door. Cracked right plunger case and visible contamination. Counterfeit super cap found in main pc board. Unable to retrieve error history log (ehl) due to power up issue. Unable to download ehl. Unable to power up due to multiple components (interconnect board, main pc board, radio board and antenna), physical impact and contamination/corrosion found in interconnect board and counterfeit super cap found in main pc board. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Reference the cleaning and care instructions and cautions found in the "important information" and "periodic maintenance" sections of the technical service manual and in the "important safety information" and "safety features" sections of the operator's manual. Actions/repairs were done to correct the reported issue: replaced top case, replaced interconnect board, main pc board, radio board and antenna. Power up and self test process performed.

Event description:
It was reported that the top case cracked and the interconnect board was having issues. No patient injury was reported.